Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, two curved openings, fold creases and red particles in device outer surface. A microscopic analysis and leak test were performed which identified, two openings striated. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: two openings striated in the side anterior assessed, as surgical damage. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Device has been explanted.